Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. (B)(4).

Event description:
It was reported that a new 250ml bag of lipids was hung at 1626 and was set to infuse at 7ml/hr. At 1852, it was noted that the entire bag was empty. There was no patient harm; however, the patient required blood work and increased monitoring. The hospital's biomedical engineer reviewed the device logs and found no programming error. Physical inspection revealed right inter-unit interface (iui) connector damage, a loose set screw, and a missing button from platen assembly. The device failed accuracy testing. It was then reported that their biomedical engineering team replaced the right iui connector, set screw, spring and platen assembly. A full preventive maintenance was done and passed all tests, which include accuracy test. The device was returned to service.

Event description:
It was reported that a new 250ml bag of lipids was hung at 1626 and was set to infuse at 7ml/hr. At 1852, it was noted that the entire bag was empty. There was no patient harm; however, the patient required blood work and increased monitoring. The hospital's biomedical engineer reviewed the device logs and found no programming error. Physical inspection revealed right inter-unit interface (iui) connector damage, a loose set screw, and a missing button from platen assembly. The device failed accuracy testing. It was then reported that their biomedical engineering team replaced the right iui connector, set screw, spring and platen assembly. A full preventive maintenance was done and passed all tests, which include accuracy test. The device was returned to service.

Manufacturer narrative:
Additional information: d11. The report of an overinfusion of lipids was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. A review of the device error logs found no errors during the time of the reported event. The starting/ending volume of the fluid container cannot be determined through logs or any other means. It was stated that the biomed replaced multiple broken parts (right iui, loose set screw (pivot latch screw and platen (due to missing button). It is possible that one or more of these broken parts contributed to an overinfusion event, such as the loose set screw if it was the pivot latch screw or the missing button on the platen, however cannot be confirmed since the device was not returned and the parts have already been replaced. The pump module was not returned for investigation. A review of the device error logs found no errors during the time of the reported event. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 22 april 2008. A review of the device service history record was performed beginning from the date of manufacture to the present date 27 august 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.